Manufacturer narrative:
The controller was returned for evaluation. The controller failed visual inspection for missing protective cap; however, passed all functional test and operated as intended without any anomalies during bench testing. The data log file analysis reveals three instances where the battery lost communication with the controller due to either bad communication between the battery and controller. Also, there are several occurrences recorded where the battery capacity was below 25% relative state of charge, which will cause the reported "power disconnect" alarms. A possible root cause of the "beep" mentioned in the complaint details could be due to bad communication between controller and the battery. The manufacturer is investigating these types of events per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient has experienced intermittent beeps heard from controller, "sounds like the power connect alert".  The site had already swapped out 3 batteries and then they elected to exchange the controller. It was stated that there was no power switching, or loss of power/pump stop with the event.  There was also no damage to the controller or the controller power ports. There is no reported consequences or impact to the patient.  No additional information provided.